Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #:6189316, medical device expiration date: 2020-06-30, device manufacture date: 2016-07-07. Medical device lot #: 6188097, medical device expiration date: 2020-06-30, device manufacture date: 2016-07-06.

Event description:
It was reported that before use a bd ultrasafe passive¿ x-series needle guard syringe was found leaking as "syringes are on tension and leaking". There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
As no samples were available bdm-ps was able to confirm the symptom perceived by the customer but could not correlate this symptom with a potential cause linked to bd process. As samples were not provided a true root cause could not be established and linked to a bd swindon process. A review of the device history record did not reveal any manufacturing or material defects that could have caused or contributed to the reported failure. Thus, the complaint could not be verified and a root cause could not be determined with confidence. As such the complaint is being closed without conclusion.

Event description:
It was reported that before use a bd ultrasafe passive x-series needle guard syringe was found leaking as "syringes are on tension and leaking" there was no report of exposure, injury or medical interventions.